Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The pace/defib engine pads were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.